Event description:
It was reported that during a percutaneous coronary intervention (pci), there was "breakage". The target lesion was unknown. The 4.0mm x 100mm x 150cm coyote balloon catheter was advanced into the patient, but was unable to cross the lesion. When the catheter was removed from the patient, it was noted that there was "breakage". The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).